Event description:
Customer reported 2 intermates containing vancomycin were reported to have infused over 40 minutes each instead of the anticipated 3 hours. The patient was reported to have experienced some "discomfort" but no treatment was required. Customer reports no adverse clinical reaction.